Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The root cause of the failure was liquid contamination on the r788, l701, l702, l703, r7005, r767 components in the distribution node (dn). The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse events occurred from the electrode belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.